Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the battery compartment was cracked and the pump had experienced intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings: the pump would not power on with the returned battery cap. There was evidence of moisture contamination on the underside of the cap and the coin slot was stripped. There was a crack in the battery compartment. There were unexplainable pump reboots observed in the black box history. The leak test confirmed a leak in the battery compartment crack. There was no additional moisture found inside the pump when the pump case was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.